Event description:
It was reported that the right ventricular lead exhibited noise. The noise was intermittent and small in amplitude, which caused noise reversions. The device was reprogrammed to decrease the sensitivity and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.